Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was indicated on both right atrial (ra) lead and the right ventricular (rv) lead on the electrogram. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.